Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood and body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. The dislodgment was suspected after an interrogation and confirmed with a chest x-ray. A surgical revision was performed wherein the physician attempted to reposition the lead. However, the lead dislodged twice during the procedure and later failed to retract its helix. The ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.